Manufacturer narrative:
(B)(4). Product has not been returned for evaluation.

Event description:
Cook (B)(4) reported for the customer, "the port was implanted as usual without problem. In a few days, the pt came back with port disconnected, and the catheter migrated to the atrium where was retrieved with a snare introduced through the femoral vein. The port needs to be replaced. No further problems to the pt." The connector of the port migrate to the atrium where it was retrieved with a snare through the femoral vein. Retrieval of the connector with a snare through the femoral vein. The pt needs to have an intervention to take out the catheter. After that the situation of the pt is ok.